Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-06374 and 06375).

Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6) 2006. Subsequently, patient underwent a revision procedure on (B)(6) 2014 due to pain and a vertically positioned cup. During the procedure, the modular head and acetabular cup was removed and replaced. A review of the invoice history confirmed the initial surgery date; however, a revision invoice could not be located to confirm the surgery date and which components were removed and replaced.